Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the respiratory therapist grabbed the cuff to assess an audible leak in the endotracheal tube of the patient. The pilot balloon fell out of the patient's mouth. The fellow was called and the pilot balloon was put in the bag attached with the patient's sticker. The patient's vital sign was stable. The tube was kept on patient and did not replaced.